Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was pressing the buttons while the insulin pump was in his pocket. The customer's blood glucose level was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump was received with corroded electronic assembly, motor assembly and vibrator motor. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker.